Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 179mg/dl and the sensor glucose was below 40mg/dl at the time of the incident. The customer reported that she started getting a sensor error and it was coming to the end of its life in two days. The sensor was showing that she was crashing and when she checked her blood glucose it was not low so the customer turned the sensor off and when she got home she turned it on she got a calibration error and a change sensor. Insulin delivery was suspended due to sensor glucose value of 40mg/dl. The suspend on lower limit in sensor settings was 60mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.